Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the hrs broach handle was stuck to the trial while in the humerus. Doctor could not get it unstuck even with the handle open and tried multiple times. The doctor was concerned about patient safety and possible distal humerus fracture from trying to remove broach handle. It delayed the case during and we had to use an osteotome to hit the broach handle off which the surgeon claimed was dangerous and affected patient safety."